Event description:
Medtronic received information regarding a navigation system during an unknown procedure. While navigating with a passive planar probe, the site was unable to see any images. Upon re-centering, the images returned, but then disappeared when navigation was started again. Technical services instructed the site to change the crosshair behavior to on (images remain stationary). This action helped with one of the views, but the trajectory and corneal view still did not have images. Technical services then had the site switch to the microscope probe and then the site had no further issues. The reported issue resulted in a procedure delay of less than one hour. There was no impact on patient outcome. Additional information was received. The procedure being performed was a sacroiliac and thoracolumbar procedure. Additional information was received from the manufacturer representative. It was reported that the most likely cause of the issue was believed to be human error. The manufacturer representative stated that the camera was probably seeing two different probes, as it was probably seeing the planar blunt and microscope at the same time.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.0 f1908: delay of less than one hour f26: no patient impact h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.